Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that indicating that they had a high blood glucose level due to insulin flow blocked alarm. They had received multiple insulin flow block alarms and did not treat. Their blood glucose level was over 500 mg/dl. They will be going to the emergency room and will call back. The device will not be returned for analysis.